Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer was riding a four-wheeler when the touch screen was shattered. Customer is unable to read the touch screen due to the shattered touch screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to a backup pump for insulin therapy.